Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the sleeve broken. No further functional testing could performed due to the return condition of the device. In addition, complaint was escalated for further investigation determination. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the trocar had just been inserted and the camera put through the port then when the camera was taken out the trocar broke in half. It looks like the trocar broke right at the first stability thread. No pieces fell into the patient and the cannula part was able to be pulled out. The trocar was not reprocessed. Another trocar was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Sleeve. Further testing performed on the device concluded that the sleeve was broken because of an excessive load force applied when inserting the trocar.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.